Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a laparoscopic vaginal hysterectomy procedure. The device closed on a vessel and would not fire or release. Unknown how the device was removed. No other information is available. Another device was used to complete the case. There was no adverse consequence to the patient.